Event description:
Per additional information received on 09-apr-2024, ¿the oesophagogastroduodenoscopy (ogd) was required as a due to the reported incident and in order to place a new nasogastric (ng) feeding tube given patient fully reliant on his enteral feed (unable to take adequate diet orally)."

Manufacturer narrative:
Additional information: b5 all information reasonably known as of 23 apr 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, patient had been using feeding tube daily at home from insertion on (B)(6) 2023. On evening of (B)(6) 2024, the patient was flushing with 50 mls water via a 60 ml syringe and felt water squirt outside of the tube. No blockage noted in tube. Tube split at approximately 15 cm from y-port at end of nasogastric (ng) tube. Patient advised no pressure with flush, states it 'just cracked'. Patient admitted from emergency department (ed) and required urgent oesophagogastroduodenoscopy (ogd), tube replacement, and intravenous fluids (ivf). The patient is fully reliant on enteral feed for chemotherapy. The product was reported to be in use for six months. Current status of the patient was reported to be at home, discharged with new nasoenteric feeding tube and undergoing palliative chemotherapy. The patient is not suitable for an alternative feeding tube.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. A root cause could not be determined. All information reasonably known as of 08 apr 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint comp-ehc-24-00265. This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury. H3 other text : device not returned.